Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having some issues where the therapy wasn't working/they were still leaking (patient stated it began "probably" about a month ago) so they went in to make an adjustment yesterday ((B)(6) 2024) and changed the program. Patient stated ever since then the inside of their upper left arm doesn't have any sensation. Patient clarified that when they use their arm or lift it above their head or just move it feels like they're getting shocked and it feels numb. Patient denied having any falls or traumas. Patient confirmed they felt the stimulation in the bike seat area yesterday when they made the adjustment and that this morning, when they were doing their hair and they were lifting their arm, they were feeling shocks so they turned the therapy off but the numbness was still there and they would still feel a shock every now and then. Patient services reviewed stimulation expectations with the patient and redirected the patient to follow up with their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that their hcp told them to call regarding getting help finding settings that would work for them. Patient again mentioned therapy was not working for them as previously noted and that they have tried adjusting stimulation and changing programs already. Agent reviewed role of patient services and redirected to hcp. Email sent to field staff notifying of issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.